Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-04 (lot # l15725). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional requirements per specification. In addition, all destructive testing was completed pre required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
The neuron tip was found flattened in the package. The physician requested it be replaced.